Event description:
A malfunction was reported on a pump, as noted by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer understood the instructions and was advised to continue using the pump and to call back if any issues recurred.